Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer was unable to confirm the lamp hours when asked during the call. Per customer request, tac provided part number maj-1817 and transferred the call to customer support for pricing in order to replace the lamp. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii xenon light source main lamp is flickering. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the user requested to replace the lamp and it has been more than six years since the subject device was manufactured, it is presumed that the blinking of the main lamp was deterioration caused by repeated usage over a long period of times. Olympus will continue to monitor complaints for this device.